Manufacturer narrative:
Additional information received on march 15, 2022 indicated that the right side was the only side that was deflated. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3505001bc, sn#: (B)(6) , r/ cat#: 3505001bc, sn#: (B)(6) and capsulectomy. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the date of implantation for the left side was on (B)(6) 2017, date of removal updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 350cc breast implant experienced bilateral deflation post procedure. As a result, patient underwent removal on (B)(6) 2021. This report relates to the left prosthesis.